Manufacturer narrative:
One 8f swartz introducer and 8f transseptal dilator were received for eval. Visual inspection revealed a hole in the dilator. The hole was located 1.5 inches proximal from the distal tip end of the dilator. The dilator was cut off just distal of the hole. The lumen was cross-sectioned open to examine, which confirmed the needle scraped the inner wall, blocking off the lumen and ultimately perforated through the wall. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The brk needle IFU states: during insertion, always use the stylet to facilitate needle passage through the dilator / sheath assembly. Failure to use the stylet may inhabit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. Device analysis is consistent with the info provided, the stylet was not used.

Event description:
This complaint is reportable based on device analysis completed on 07/31/2012, which revealed a hole in the dilator as well as skiving. It was reported that when attempting to insert the needle through the sheath, the doctor stated that it seemed to be obstructed. After some time, the needle passed through the sheath. The needle was not reshaped. A stylet was not used. There were no consequences to the pt. Device analysis revealed a hole in the dilator and skiving.